Manufacturer narrative:
The device was evaluated by zoll medical singapore. The customer's report was not replicated or confirmed. The device was put through extensive testing which included functional and stress testing without duplicating the customer's report. The device logs were not available to review. The analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.